Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged and exhibited loss of capture. The lead was still able to sense but the threshold was at its maximum. The dislodgement was confirmed under fluoroscopy. This ra lead was then explanted and successfully replaced. The lead was left to the hospital and is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.